Event description:
It was reported that during insertion of this implant in a hamstring acl reconstruction procedure, the loop on the implant broke after tensioning the graft. The user reported removing the button and completing the procedure with an alternate implant. There was no report of serious injury associated with this event.

Manufacturer narrative:
Investigation result: conmed linvatec is unable to confirm the reported problem because the device was discarded by the user facility. In addition, the user facility has not provided the catalog and lot number of the implant used. This titanium fixation device is offered in sizes 15-60mm in increments of 5mm. The device is intended for fixation of soft tissue in orthopedic procedures such as acl repair. If add'l info becomes available, a follow-up report will be filed. This implant is new to the market (released august 2007) and as such, has a learning curve to the technique. We will continue to monitor this product for this failure mode. The info for use (IFU) warns the user: failure to measure the diameter of the soft tissue properly may result in suture breakage due to excessive force required to advance the device.